Event description:
It was reported that the patient was seen in clinic and was noted to have low speed advisories. Log files showed all of the speed drops occurred while the patient was connected to the mobile power unit (mpu). This appeared to be caused by a short to shield situation. An xray was obtained and it seemed that there was extra tape on the distal end on xray image, so it was thought there may be wear and tear to that section. The patient was sent home on an ungrounded cable. They were not interested in invasive procedures and would need to discuss/consider a driveline repair.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the account¿s submitted log file confirmed the reported low speed events. Although a specific cause could not be conclusively determined as no product was returned for evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. Evaluation of the submitted x-ray image showed internal and external portions of the driveline. No areas of potential driveline compromise were observed. Additionally, an area of the distal portion of the driveline adjacent to the controller connecter appeared to be wrapped in tape, indicating potential superficial damage in that area. The submitted log file contained events from (B)(6) 2024 through (B)(6) 2024. Low speed events were captured on (B)(6) 2024, (B)(6) 2024 while the system was connected to the mobile power unit, with speed reductions as low as 2560 rpm. These events were associated with low speed advisory and low speed operation alarms. Additionally, one of the events on (B)(6) 2024 was also associated with a low flow hazard and low speed hazard alarms. No other notable events or alarms, or significant trends in pump parameters were captured. It was reported that the patient would be monitored at home on an ungrounded cable. The patient was not interested in invasive procedures. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events, and address damage due to wear and fatigue of the driveline. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.